Event description:
It was reported that there was oversensing of noise on the right atrial (ra) lead. A possible lead fracture is suspected. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a distal portion of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product: model: 6944-58, implantable tachy lead; implant: (B)(6) 2007. (B)(4).